Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician tried multiple tries to insert the lead into the sheath. It was then realized that it was an eight french sheath. The physician then changed to a nine french sheath. However, when the lead was positioned in the right ventricle the helix was unable to extend with multiple turns and with stylet pushed in and out to transmit the torque. Upon multiple tries the physician decided not to use the lead as it was suspected that the lead might have been damaged during the insertion of the lead into the sheath. It was noted that the lead was tried outside the body and it was confirmed that the helix would not extend. A different lead was implanted instead. No patient complications have been reported as a result of this event.